Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that non-sustained rv oversensing was observed due to myopotential oversensing during follow-up. Programming change was made, and no further issues were noted. Patient's condition was stable.